Event description:
It was further reported that target lesion 1 was 15mm long and was treated with a rotational atherectomy. Residual stenosis was 0% after stent placement. Of note a right ventricular temporary pacemaker wire was in place during the procedure. The pt was predominantly v-paced during the rotational atherectomy. At the conclusion of the procedure wire was removed and the pt was in normal sinus rhythm. It was reported that the pt conversed throughout the procedure. Towards the end of the procedure the pt became quiet. Neurological evaluation revealed evidence of a mild expressive aphasia, suggestive of an atheroembolic cerebral vascular acciden (cva). A stat CT of the head and neurology consult were ordered. The pt required the insertion of a peg (date unk) due to the inability to swallow. The pt had shortness of breath. A pulmonary ventilation/perfusion scintigram was intermediate probability for a pulmonary embolism. Heme and c difficile positive stools were treated with medication therapy. 1 month aftr the initial procedure, the pt was transferred to a rehabilitation facility on aspirin, plavix, and coumadin. The pt expired 15 days later. The event leading to death in is "unk". The study site has started that no further information is available. The pt's family desires no further contact with study site personnel, per communication from the study coordinator. An email from the study coordinator stated".. The pt had an adverse event during her baseline procedure which they feel ultimately lead to her deterioration."

Event description:
Clinical study it was reported that 47 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 3.8mm, 95% stenosed portion of the mif right coronary artery (mid rca). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.50x.32mm drug eluting stent in the target lesion. During the procedure the pt experienced a cerebral vascular accident (cva). In the opinion of the physician treating the lesion, the cause of the cva was due to the extensive calcification of the target vessel and was not related to the taxus stent itself. The pt was transferred to the coronary care unit and a neurology consult was ordered. The pt was put on heparin immediately and was being maintained on coumadin. The pt was discharged 32 days after the procedure on plavix and aspirin. 47 days after the procedure the pt expired. In the opinion of the physician the cause of death and the relationship to the target vessel are "unknown".